Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted on the common carotid artery while inserting the enroute arterial sheath. The dissection was addressed by extending the patch during a carotid endarterectomy (cea) procedure.